Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. The device was received for evaluation. Visual and functional testing were performed. It was observed that the smiths tampered seal label was missing and scratches and cracks were found on the devices lens screen. Functional test: battery fall out test performed which passed and the reported problem was unable to be duplicated. Device passed the battery fallout test during the investigation. No definitive root cause could be determined. Actions were taken to mitigate the reported issue: reinstall the device software revision for preventive. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device failed the battery fallout test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.